Event description:
Beckman coulter inc. Assessment of customer supplied data indicates the involvement of four patient samples. The initial accutni results was repeated on the same instrument. The repeat results were also elevated and above the assay's normal reference range. In three instances the repeat results were released outside of the laboratory. In one instance the elevated repeat result was not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
The original report indicated that the impact to patient treatment based upon the released erroneous cardiac troponin (accutni) results was unknown. A follow-up discussion with the customer on (B)(4) 2011 confirmed that there was no death, serious injury, modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a system verification protocol and found the high sensitivity system check failing. The fse performed preventive maintenance and instrument modification activities and adjusted the home sensor. The fse executed instrument performance verification activities prior to returning the instrument back into service. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated cardiac troponin (accutni) results, above the normal reference range, were generated on an unicel dxc 600i synchron access clinical system for multiple patient samples on a single overnight shift. Beckman coulter inc. Assessment of customer supplied data indicates the involvement of four patient samples. The initial accutni was repeated on the same instrument. The repeat results were also elevated and above the assay's normal reference range. In three instances the repeat results were released outside of the laboratory. In one instance the elevated repeat result was not released from the laboratory. The customer was not made aware of any changes in patient treatment or injury to patients. The erroneous accutni results were questioned when patients' myoglobin results were normal. Upon repeat testing on another instrument, the patient samples produced lower results which were considered valid. Three corrected reports were issued. The samples were venipuncture full tube draws, were inverted eight to ten times and were collected into lithium heparin plasma tubes with gel separators. The samples were centrifuged and filtered before testing. One sample was slightly hemolyzed. It is unknown which sample displayed this abnormality. The instrument's accutni quality control (qc) results failed to meet level one and two customer established specifications prior to the event. A repeat of assay qc was within customer established specifications. System checks performed prior to the event met customer established specifications. No errors were posted to the instrument's event log.